Manufacturer narrative:
The product involved in the event is not available for evaluation. O&m halyard, inc. Is the specification developer and complaint handling establishment of the halyard breast drape. The complaint halyard breast drape, part number 89236 is contract manufactured by lianyungang aiyeh non-woven products co., ltd (FDA registration number 3004713352). Supplier corrective action request (scar) was submitted to the manufacturer on may 6, 2026. A follow-up report will be provided upon conclusion of investigation and response by the manufacturer. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
During the procedure, lint fell into surgical site. The physician removed the lint from the patient¿s wound using forceps. No patient injury was reported, only brief interruption to extract lint.